Event description:
It has been reported to philips that the system was intermittently shutting down. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Customer reported that the system was intermittently shutting down. There was no service provided from the philips as device was end of support status. Till date, no reoccurrences reported. The codes were updated based on the investigation outcome.